Event description:
The customer received a questionable free thyroxine (ft4) result on their c601 analyzer. The patient's initial ft4 result was 32.1 pmol/l. The doctor did not believe the result and sent the sample to another laboratory for repeat testing. The repeat test, performed on an unknown analyzer, was 23.0 pmol/l. There were no adverse events. The ft4 reagent lot number was 16519303 and the expiration date was 10/31/2012. The patient's sample, sent by the customer, was investigated for interference to the ru-label with research kits ft4 containing a modified conjugate. Within this investigation, no interference factor to the ru-label was identified. Based on this data, no interfering factor could be identified in the investigated sample with the reagent used.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The patient sample was provided for investigation. No inteference to the ruthenium label was identified. The sample was also tested at an external lab using the siemens centaur, which verified the high ft4 result. No issue with the elecsys ft4 was identified. No adverse events were reported.